Event description:
It was reported that the user¿s blood glucose rose to 200 mg/dl after dinner when no meal announcement was made, then declined to 68 mg/dl after a meal of pork chops, lima beans, and salad, with recovery to 72 mg/dl after oral glucose in the form of a cookie; the event involved use of the ilet and oral glucose, and the cause was unclear. Symptoms included hyperglycemia and hypoglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information from the device perspective, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.